Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds and high impedances. Additionally, during the placement attempts, the helix became more and more difficult to extend and retract, and upon removal of the lead, the helix would no longer extend. It was suspected that tissue was trapped in the helix. The lead was used to place a guidewire in order to place another lead, and was damaged in the process. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and the lead appeared to have been damaged at implant.